Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd893305. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for sepsis and peritonitis. Treatment was not reported. The patient was discharged from the hospital five days later and recovered from the events. Pd therapy was ongoing. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.